Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 15-oct-2015, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 15-oct-2015, UDI#: (B)(4). Event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that a couple of years prior to report and prior to the patient's current implant, a wire broke and they went in and fixed it. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they didn't know the circumstances that led to the wire breaking.